Event description:
It was reported that 35 bd female luer adapters were cracked. The following information was provided by the initial reporter: customer reported a defect as "apparently crack."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a 1024-078-043 sample was not available for investigation; however, the customer indicated the complaint sample was from lot 1025044. The feedback provided by the customer indicates that visible cracks were detected on the female luer adaptor component. As part of the feedback, the customer provided a photograph of the affected components; analysis of the photographs confirmed the customer's experience with numerous crazes visible to the female luer. The details of this feedback were forwarded to the manufacturing site for further investigation. They confirmed that the customer's experience was likely to have occurred as a result of the mold tool not being purged following start-up of the injection molding tool; following start up of the molding tool all components are typically purged until the mold tool has reached the required molding parameters. In this instance it appears that the purge was not correctly carried out due to human error, which meant that the components with degraded material continued on to subsequent manufacturing processes. A review of the production records for lot 1025044 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h10.

Event description:
It was reported that 35 bd female luer adapters were cracked. The following information was provided by the initial reporter: customer reported a defect as "apparently crack."